Manufacturer narrative:
A ge rep evaluated the system and replaced the temperature sensor. System operates as intended. (B) (4)

Event description:
Customer reported a x-ray temp fail message and the system would not fluoro. No pt injury was reported.